Event description:
A physician reported a pt who was originally skin tested on 5/13/1999 in the right forearm with negative results. In 1999, the pt was treated in nasolabial folds and upper vermillion border. One month later, the pt presented with continuous lumps, redness, itching and induration at the upper ends of the nasolabial fold treated sites. The pt stated the symptoms flared over time. The symptoms became progressively worse, with subsequent drainage and "open wounds" from the lower nasolabial folds. The sites were very tender. The physician diagnosed the symptoms as abscess formation at nasolabial treated sites. A culture of the drainage was negative on 9/12/1999. The physician attempted to express the collagen material and also administered intralesional kenalog on 12 and 14 sept 1999. Other medications prescribed were ibuprophen on 8/25/1999, dicloxacillin on 9/3/1999, and claritin on 9/12/1999. As of 9/15/1999, the pt's treament is ongoing.